Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their dxc 600i clinical chemistry system. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the customer's dxc 600i chemistry analyzer. The fse performed troubleshooting and replaced the chloride electrode, sodium electrode and sample probe. The customer stated the issue reoccurred. Fse returned to the customer site and decontaminated the ise, flused and aligned modular chemistry sample probe and replaced the carbon bridge. The fse verified system performance and no further issues were reported. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event. However; there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).